Event description:
It was reported the patient had presented with four posterior rib fractures and was admitted to (B)(6) medical center on (B)(6) 2022 and underwent surgery on (B)(6) 2022. During the procedure on (B)(6) 2022, the surgeon had successfully placed two 50 mm plates with the u plus guides on the first two fractures. For the third fracture, the surgeon continued to use the low profile 90 degree guide due to the limited "in-line"access. The surgeon properly compressed the guides to 30 n-cm with the contra angle hand piece provided, then subsequently drilled and placed the screws per approved technique. Only upon decompressing one of the two guides and removing the 90 degree guide did it become apparent that the 90 degree guide had fractured into two pieces. The lower piece remained in the patient's chest cavity. This piece was quickly recovered and the surgeon placed the last plate on the fourth rib using a 50mm plate without the low profile guides because the plate would not fit on the rib with the guide. The surgeon completed the fixation from rib 7 to 4 and closed. There was a minor 5-10 minute delay due to the broken guide. This report is related to report numbers 3025141-2022-00134, 3025141-2022-00135, and 3025141-2022-00136 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as batch/lot number is unknown.